Manufacturer narrative:
Other applicable components are: product ID: a810, serial# unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative regarding a patient who was receiving hy dromorphone (9mg/ml at and unknown dose) and ropivacaine (1mg/ml at an unknown dose) via intrathecal drug delivery pump. The indication for use was noted as malignant pain. It was reported that the patient had been at the clinic on (B)(6) 2018 and a refill was done with a change to the secondary drug concentration (ropivacaine was programmed to 1mg/ml) and a bridge bolus was programmed. Because the patient had an allergic reaction, the hcp brought the patient in on (B)(6) 2018 and changed out the drug to compounded morphine sulfate (4mg/ml) and ropivacaine (1mg/ml) and the catheter access port (cap) was aspirated of multiple milliliters of fluid after the refill. This was done without doing any programming and the patient was brought back on (B)(6) 2018 to update the programming. The bridge bolus was still infusing. No symptoms were reported. There were no further complications reported at this time.